Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient's left ventricular lead exhibited no capture. Upon x-ray, dislodgement to the right atrial/super ventricular area was noted. The physician was unable to pull the lead after multiple attempts, and it was retracting on the chronic right ventricular lead. The left ventricular lead was capped and a new lead was implanted on (B)(6) 2019. No further information was reported.